Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported and no additional information was available. Additional information confirmed that the dbs patient underwent an explant procedure as part of an elective replacement. The patient had been informed that the implantable pulse generator (ipg) had reached the elective replacement indicator (eri) stage. Following this, the patient elected to proceed with surgery, during which the ipg was successfully removed and replaced. In accordance with facility policy, the explanted device was not released and will not be returned. No additional adverse effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported and no additional information was available.